Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, r wave amp variation resulting in undersensing was noted on the right ventricular (rv) lead. X-ray imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.